Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. See h10.

Event description:
Material#: 320109 batch#: 7193692 it was reported by the consumer that she had over 10 pen needles with broken needles. Verbatim: email received¿2023-07-06 07:20:39sent: wednesday, (b)(62023 9:25 pmi get my bd pen needles from my pharmacy this box with lot number 7193692 has had over 10 pen needles with broken needles and I use over 190 needles a month how can I get replacement pen needles as this is making me not have enough pen needles I don't have the money to buy more and my insurance will not cover more pen needles for me to use.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the cannula broke. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: I get my bd pen needles from my pharmacy. This box with lot number 7193692 has had over 10 pen needles with broken needles.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.